Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented through merlin.net transmission after experiencing a syncopal episode. Review of transmission noted loss of capture on ventricular channel. During in clinic testing, the loss of capture was not reproducible. All the parameters were within normal limit. No programming changes were made. The patient was stable.